Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi via remote transmission. After the device was restored, no pacing lead impedance measurements were collected. The patient will continue to be monitored.